Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/7/2025, it was reported by a sales representative via email that an ar-1588sbr-rtt-ib tightrope, soft button, fibertag, ib all-suture tightrope button with internal brace did not bunch properly outside the lateral cortex of the femur. As a result, the implant was replaced with a metal button. This issue was identified during an acl reconstruction procedure performed on (B)(6) 2025. The original implant was cut out and discarded.

Manufacturer narrative:
Additional information: g3, h3, h6 -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per surgical technique guide - lt1-000317 - all-suture button graft passing technique - 01 for proper deployment, the button should be oriented with only the blue passing suture and white tensioning strands toward the femur for shuttling, leaving behind the fibertape® and tigerwire® sutures in line with the graft. 02 - pass the blue passing suture and white tensioning strands together through the femur. Keep the white-and-black tigerwire suture under tension to elongate the button (a). With equal tension, pull the blue passing suture and white tensioning strands together to advance the button through the lateral cortex. Pull on the inside of the tibial-sided tightrope® or the fibertape suture to deploy the soft-button anchor. Marking the intraosseous length on the implant may be helpful to signal that the button has exited the femur. The button can also be viewed through the medial portal as it exits the femoral cortex. The most likely cause of the reported failure can be attributed to user error of the device due to incorrect surgical technique during the mechanism process, excessive force used during suture passing/tightening/tensioning the device.